Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving bupivacaine 0.09 mg/day 0.3 mg/day dilaudid (hydromorphone) 153 mcg/day 500mg/ml via an implantable pump. It was reported that the pump feeling like the pump moved around when she was active. She complained that it can be somewhat painful around the lateral edge of the pump pocket when she was active. There were no known environmental/external/patient factors that may have led or contributed to the issue. Troubleshooting was not performed. On (B)(6) 2025, the physician reoriented the pump so that the access port was oriented more midline in the existing right abdominal pocket and re-anchored the pump in place. The issue was resolved. There was no further information from the healthcare provider. The patient was alive and no injury.